Event description:
Lancets did not fit properly into pen device. Pt has been using this particular lancet pen device since 1/00 has received other lancets without difficulties. Gentle-let (general purpose style) lancets list the auto-lancet device as being compatible.

Event description:
Add'l info received from MFR on 12/2/02: co has no record of receiving the lancet or lancing device in question. The co tested gentle-let lancets from inventory and found that they fit into the receiving receptacle of the auto-lancet; however, the plastic around the needle is sometimes too large relative to the internal diameter of the end of the lancing device. As a result, for example, the needle may not project fully out of the end of the lancing device after "firing". This might lead to ineffective lancing. The co sells the gentle-let lancet in cartons and in bulk form. The cartons indicate that the lancet is compatible with the auto-lancet. Co makes no claims about compatibility with lancing devices when they sell these lancets in bulk form. It is prohibitively costly to relabel the lancets that are in carton form to eliminate mention of the auto-lancet lancing device. Therefore, co has discontinued sale of the gentle-let lancet in carton form; thereby eliminating the claim that the lancets are compatible with the auto-lancet lancing device, or any other lancing device. The co believes this response addresses the issue at hand.